Event description:
It was reported that cartridges were hard to remove, and pump displayed critical alerts indicating connected phone was full when it was not. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or resolution of the event.